Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the magnet. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 27, 2022.